Event description:
It was reported that this patient's knee was revised. Reason for the revision was not reported. No other information provided after multiple attempts.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.